Manufacturer narrative:
E1 - facility name:] (B)(6). A definitive root cause cannot be identified. A device history review of the current product was conducted, and no problems were found. This issue is addressed in the instructions for use (IFU): handling and general precautions (caution) ¿do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. It may cause the camera cable to break. ¦endoscope image disappearance and freezing (warning) ¿do not strike or drop the device. Do not drop or bump the device. Water leakage may cause damage to the internal circuitry of the device. ¦ chapter 4 usage (warning) ¿ if the endoscopic images or functions are abnormal and return to normal spontaneously, the device may have already malfunctioned. If you continue to use the device, the abnormality may occur again, and the device may not return to normal. In this case, stop using the endoscope immediately and slowly pull it out from the patient. Continued use of such a device may cause injury to the patient, bleeding, or perforation. The most probable cause of the cable flooding could not be identified. The actual device had cable disconnection. Therefore, it was likely that the video function did not function normally due to the cable disconnection and "noise" occurred. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited cable flooding and noise due to cable disconnection. There was no patient involvement.